Event description:
It was reported the patient died twelve days after the device replacement procedure. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. Outer insulation cosmetic depression and visual analysis performed only. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. Visual analysis performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. Outer insulation cosmetic depression and visual analysis performed only. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. Visual analysis performed only.

Event description:
It was reported the patient died twelve days after the device replacement procedure. The cause of death has been requested and not received. Based on follow-up received, during the device upgrade procedure, the physician noted there was a cut in the existing right ventricular lead insulation in which the physician repaired. The right ventricular lead remained in use and was connected to the new device. The patient was discharged and transferred to a nursing home for care. The nurse also reported the patient had multiple admissions to the hospital for congestive heart failure and fluid overload. The nurse indicated the patient had end-stage renal disease. The cause of death isn't known and is being requested from the nursing home.